Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with this implantable pacemaker had been seen by the physician and it was discovered that one of patients leads was not working well and needed programming so that the patient could have a magnetic resonance imaging (MRI). Boston scientific technical services (ts) discussed that evidence of a fractured lead would mean no MRI as it would not meet the conditions for use but discussed it could be a rate or output adjustment and would not affect the upcoming MRI. Ts referred patient back to physician for clarification. To date, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that patient with this implantable pacemaker had been seen by the physician and it was discovered that one of patients leads was not working well and needed programming so that the patient could have a magnetic resonance imaging (MRI). Boston scientific technical services (ts) discussed that evidence of a fractured lead would mean no MRI as it would not meet the conditions for use but discussed it could be a rate or output adjustment and would not affect the upcoming MRI. Ts referred patient back to physician for clarification. To date, this lead remains in service. No adverse patient effects were reported. Additional information was received, one of the patient leads has a fracture, lead reprogramming was performed by the physician. Boston scientific technical services referred to the physician to discuss if lead replacement was necessary. This lead remains in service. No adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental correction report was created to capture updates on d4: model and serial number of the suspected medical device and h6: device codes and impact codes.